Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the ostial of internal carotid vessel. A 10.0-37 carotid wallstent monorail stent was advanced for treatment. However, when the physician was about to deploy the stent, it was noted that the tip of the stent was fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(E1) initial reporter facility name: (B)(6) hospital. Device evaluated by MFR.: the device was received with the stent in the correct position on the delivery system. The stent could not be deployed due to a complete break in the shaft of the device. A visual and tactile inspection identified a complete break of the shaft located approximately at the guidewire port of the device.the shaft was also found to be severely kinked at more than one location.this type of damage is consistent with excessive force being applied to the device. A visual and tactile examination identified no issues with the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the the ostial of internal carotid vessel. A 10.0-37 carotid wallstent monorail stent was advanced for treatment. However, when the physician was about to deploy the stent, it was noted that the tip of the stent was fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.